Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms and low speed advisories on alternating current (ac) power. Log file analysis showed pump stops and speed drops. The type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the ventricular assist device (vad) is connected to the mobile power unit (mpu). In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power until further investigation is completed. Percutaneous lead x-rays were unremarkable. It was later reported that the low flow alarms were determined to be related to pump stops and the treatment plan involved providing an ungrounded 14v cable set up to prevent the short to shield condition while on ac wall power. The patient has not been having any alarms while on battery power. The patient denied symptoms. The patient was elderly, frail and with numerous comorbidities, a present do not resuscitate/do not intubate (dnr/dni), and was not a surgical candidate for pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: heartmate ii lvas IFU section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. Review of the submitted system controller log file confirmed the reported low speed events and pump stoppages associated with low flow alarms; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. It was reported on (B)(6) 2020 that the patient was currently being seen in the clinic after experiencing low speed events associated with low flow alarms while the system was connected to ac power. Interrogation of the device reportedly showed numerous pump off events. The submitted system controller log file contained data from (B)(6) 2020 and showed that from (B)(6) 2020 through the end of the log, multiple low speed events and pump stoppages were recorded, resulting in low speed and low flow hazard alarms. The abnormal pump operation was also associated with large elevations in pump power peaking at 25.5 watts. All of the low speed events and pump stoppages occurred while the system was connected to the mpu and appeared consistent with a potential driveline wire compromise (short-to-shield condition). However, the suspected driveline wire damage could not be confirmed as the device remains in use. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.